Event description:
It was reported the patient experienced difficulty in charging the scs ipg as the device has migrated and tilted in the ipg pocket. As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention where the ipg was explanted, replaced and the ipg pocket site was revised. Reportedly, the issue resolved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.